Event description:
It was reported a spectrum pump had system error 105. Any patient involvement, injury or medical intervention is unknown.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported system error 105 was unable to be reproduced, but was confirmed through review of the event history log. Physical inspection found a severed motor mount screw, causing the reported symptom. The motor mount screws were replaced.